Manufacturer narrative:
(B) (4). Eval summary: analysis of the returned product noted blood visible on the distal shaft and stent. There was contrast in the inflation lumen and on the tip. The stent was dislodged from the balloon and returned partially protruding from the distal end of the returned non-abbott guiding catheter. The stent was removed from the guide catheter with no resistance noted. The entire length of the stent was stretched and crushed. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a kink in the guide catheter 1 cm distal to the distal end of the catheter. There was blood on the guide catheter. A snare device was returned also; however, the stent was not entangled in the device. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length was measured and met mfg criteria. The anatomical conditions were not reported; however, it was reported the sds was attempted to cross through a previously implanted stent, which could have contributed to the failure to advance and subsequently damaging the stent, as there was no damage noted to the stent prior to use. Further interaction with the anatomy and the guiding catheter during retraction likely contributed to the stent dislodging from the balloon. The noted crushed and stretched stent is likely a result of the retrieval of the dislodged stent as a balloon catheter was used to crush the stent against the guiding catheter. Analysis noted multiple bends and kinks to the sds. Since this damage was not reported in the incident info, the bends and kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported failure to advance, difficulty removing the sds or stent dislodgement. A review of the product mfg records did not reveal any non-conforming material records associated with this lot and all lot release testing met mfg criteria. In this case, the reported failure to advance, stent damage, stent dislodgement, and difficulty removing the sds from the guiding catheter appear to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the mfg line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage.

Event description:
Device issue: failure to advance, difficult to remove, dislodged stent. Time of device issue: during the procedure. Adverse event: intervention to retrieve stent. It was reported that during a mid right coronary artery (rca) stenting procedure, the vision stent could not cross a previously placed bare metal stent in the proximal rca. Slight resistance was felt when removing the stent delivery system (sds) and upon removal of the sds, it was noted that the stent had dislodged. The stent was partially in the proximal rca and partially in the unspecified guide catheter. Several unsuccessful attempts were made to snare the stent. A balloon was advanced into the guide catheter and was able to smash the stent against the side of the guide catheter. The stent and guide catheter were removed as one unit. There was no adverse pt sequelae reported. Although requested, there was no add'l info provided.